Event description:
This lead was explanted and replaced one day after implant because, it had dislodged. There were no adverse events reported for the patient. The hospital retained the device. Should additional information be received, this file will be updated.